Event description:
The customer reported the system fluoroscopic image was grainy and absent of any contrast effectively eliminating the ability to view a usable image. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The video controller pcb assembly and vc-ip cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.